Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the alarm remains after changing the tubing, reservoir, and site. Customer performs a site and set change as needed. Customer stated that the cannula was not bent. Customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.